Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. During insertion of the watchman sheath with versacross connect, a non-boston scientific guidewire was hard to remove at one point from the dilator. The physician had difficulty aligning the watchman with the fossa ovalis, thus the physician had to make multiple approach attempts. It was noted that was difficulty accessing the fossa and creating the desired tenting necessary for transeptal. A pericardial effusion sweep was checked on transesophageal echocardiogram (tee) and the anesthesiologist stated the pre existing effusion appeared to be a little bigger but was stable when watched. The next day patient ended up with tamponade, a pericardial tap was done and 350cc was removed. In the physician opinion, during fxd sheath insertion with the hospital provided j wire the patients pre existing effusion appeared to be a little bigger. Patient was hospitalized and they have been later discharged. No other issues were reported. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.